Manufacturer narrative:
This complaint has not been confirmed. The actual sample involved in the reported incident was not returned for evaluations. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. As no lot number was identified, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. No additional information was received for investigation. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow confirmation of a root cause for the event. However, possible causes for the failure were reviewed. The following are some potential causes that were identified: inattention, misuse (inappropriate use of chemical agents), error in catheter placement, or excessive force when inserting the catheter (not following instructions for use). No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states blood leakage was found at the venous port during dialysis treatment.

Manufacturer narrative:
Because no lot number was identified, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. Based on the complaint record information the actual device involved was a permcath catheter, however the sample received was a mahurkar catheter without the arterial (red) adapter. The catheter came inside a plastic bag and did not show signs of use. The blue adapter was detached from the extension and it had a crack. Also, the venous adapter showed signs of use. The sample was returned with 2 dilators, 1 introducer needle, and a guide wire. An ishikawa diagram was used to determine the potential causes for this event. The reported condition has been confirmed. The evidence provided is not enough to relate this event to the manufacturing operations. The adapter presented signs of manipulation because the catheter was returned outside the original package. Based on the available information, it can be concluded that the product was manufactured according to specifications and it functioned as intended for an undetermined amount of time. For this reason the adapters were more likely damaged during use and the most possible root cause can be considered as the instructions for use were not followed causing adapter over tightening. No trends or triggers have been found, therefore, a corrective and preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states blood leakage was found at the venous port during dialysis treatment.

Manufacturer narrative:
Submit date: 03/31/2017. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states blood leakage was found at the venous port during dialysis treatment.